Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a mentor memorygel breast implant 350cc and experienced capsular contracture baker grade iii/IV and rupture on the right side post-operatively. As a result, the patient underwent removal and replacement with similar devices on (B)(6) 2021.

Manufacturer narrative:
On feb 21 2022, the mentor failure analysis lab received the device for evaluation. The device was found to have been manufactured by mentor medical systems b.v. Mentor medical systems b.v, located in (B)(6), the netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. Therefore, no further investigation will be performed, and no further reports will be submitted. Manufacturer¿s reference number: (B)(4).